Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
Upon follow up, it was confirmed that the blood leak occurred 75 minutes into the patient¿s hemodialysis (hd) treatment. It was confirmed that the blood leak was external as the blood was noted to be coming out from the bottom of the dialyzer at the header cap. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Additional information provided in a4, b5, d10 and h6.

Event description:
Upon follow up, it was confirmed that the blood leak occurred 75 minutes into the patient¿s hemodialysis (hd) treatment. It was confirmed that the blood leak was external as the blood was noted to be coming out from the bottom of the dialyzer at the header cap. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Event description:
A user facility risk manager reported via medwatch (mw5104844) that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was noted in the header of the dialyzer by the dialysis nurse. The leak was visually observed. There was no audible or visual blood leak alarm. At this time, dialysis was paused. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.